Event description:
The patient reported that today (B)(6) 2020 she experienced hyperglycemia as high as 510 that resulted in patient going to see her healthcare provider. Patient advised to stop using the v-go device and give herself injections until patient hears back from her doctor today.